Event description:
Reporter said that after removing the needle from the catheter, the diaphragm did not seal which caused an air leak and resulted in a pneumothorax in the pt. Evidently this had happened on another pt with the same brand of tray, but the surgeon was able to put his finger over the end of the opening and thus prevented a pneumothorax in that pt. Additionally, reporter stated the surgeon was doing a thoracentesis procedure on a pt; removed the needle and heard a noise, but did not know what it was. They later learned the noise was coming from an air leak in the diaphragm and caused the pt to develop a pneumothorax. The pt required a chest tube, but was removed later. The sample is not available for evaluation.